Manufacturer narrative:
Ten devices were returned and evaluated. The evaluation results are as follows: 10 devices were received and evaluated for the complaint regarding the needle button released event devices from #049409-b to #049409-k were inspected and were verified that the complaint for these devices could not be confirmed. A review of the device ((B)(4)) was conducted by product engineering. Multiple attempts were made at having the v-go device in question lock down. Of the multiple attempts (in excess of twenty attempts), the device was only capable of having the needle button lock down twice. If the needle button could not lock down correctly, then the experienced issue of the needle button releasing early is only a resultant of it not being locked down correctly. As such, the investigation treated the issue as it relates to the needle button not locking down. The device was cut apart and disassembled for the purposes of inspection. The button lock spring was found to not enter the needle button slot to lock down the needle button on activation. The button lock spring was then inspected and found to be within the spring angle specification (40[?] ±10[?]). Based on this review, product engineering has concluded that the button lock spring is within specification and root cause for the complaint is unknown.

Event description:
Patient reported that today around 12pm, the needle button popped out before the 24 hour therapy was complete. Patient stated that she uses all proper procedures when applying the v-go device. Patient stated that she applies the v-go device on her abdomen and had been wearing it for about 17 hours before the needle button popped out. Patient stated that there was no interference or physical activity that might have caused the needle button to release on its own.